Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-02358, 3005168196-2018-02360.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior cerebral artery using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed a pc400 in the target location using a px slim delivery microcatheter (px slim). The physician then advanced a pc400 into the target location and attempted to rotate the coil. However, the physician found that the pc400 had unintentionally detached within the microcatheter. Therefore, the physician removed the microcatheter with the pc400 inside, and then reinserted the same px slim. This same issue then occurred with two other pc400s and the procedure was ended at this point. The patient expired 24-hours post-procedure due to the initial subarachnoid hemorrhage.